Manufacturer narrative:
The device has not been returned to olympus medical system corp. For evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, it cannot be ruled out as a contributory factor to the reported event that the band was aspirated up the channel and getting lodged inside the channel. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic mucosal resection (emr), non-olympus band was found left inside the biopsy channel of the endoscope. The band was used on a previous patient. When it was discovered that the band was inside the endoscope, the surgeon attempted to retrieve the band with a biopsy forceps but it did not come out from the endoscope. The intended procedure was completed. The band was eventually removed post procedure. No patient injury was reported.